Event description:
The customer stated that he thought insulin leaked from the reservoir. The customer's blood glucose reading was 312 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the events, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.